Manufacturer narrative:
Bci field service engineer (fse) identified the root cause of smoke odor to be a defective 24v power supply. The power supply that was causing the burning smell was replaced.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a burning smell noticed from au5431 chemistry analyzer. The customer powered off the instrument. There was no effect to patient or user.